Event description:
It was reported that the customer had a constant tone, low battery and keypad anomaly on the insulin pump. The customer's blood glucose level was 74 mg/dl. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced due to frozen display. The patient was advised to discontinue use of the insulin pump and revert to back up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.